Manufacturer narrative:
Investigation: per review of the logs, the donor's weight was entered as 180lbs and the hematocrit was 42%. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported an overcollection on a rika device. Patient ID, age, and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported an over collection on a rika device. Patient ID, age, and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: per review of the logs, the donor's weight was entered as 180lbs and the hematocrit was 42%. It was confirmed that the ac infusion rate calculated as below the 1.0 ml/min/l limit for rika. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the ac infusion rate calculated as below the 1.0 ml/min/l limit for rika. No further reporting will be provided as this does not represent a reportable event.